Manufacturer narrative:
Medical device problem code (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two cre pro wireguided dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that two cre pro wireguided dilatations were used in the esophagus during an esophagogastroduodenoscopy (egd) with dilation procedure performed on (B)(6) 2021. During the procedure, a hole was found in the balloon. The same problem occurred with the second cre pro wireguided dilatation. Additional clarification to determine the size/nature of the hole has not been provided, so the reported event will be considered a pinhole. The procedure was completed with another cre pro wireguided dilatation. There were no patient complications reported as a result of this event.